Manufacturer narrative:
Despite several requests, the tip cover accessory has not be returned for evaluation. As a result, the root cause of the reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the tip cover accessory is returned or if additional information is received.

Manufacturer narrative:
A photo of the tip cover accessory was provided to intuitive surgical on (B)(4) 2011. Engineering evaluation of the photo observed a hole burnt through the silicone, below the distal tip.

Event description:
On (B)(4), 2011, medwatch uf/importer report (B)(4) was received from the food and drug administration with the following information: da vinci robotic surgery tip cover accessory developed a hole in the tip cover allowing the arc from the bovie to escape into the patient's body. No apparent injury. Defective tip removed and replaced with new one. What was the original intended procedure? Robotic radical prostatectomy and bilateral pelvic lymph node dissection device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working) device usage problem: device malfunction - that is, the device did not do what it was supposed to do the hospital had initially reported this product problem to intuitive surgical on (B)(6), 2011.